Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headache dizziness, nasal soreness, sinus issues and coughing up "a lot of stuff the last few weeks" there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Additional information was received on 01/29/2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient previously alleges headache, dizziness, nasal soreness, sinus issues and coughing up "a lot of stuff the last few weeks" there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During evaluation secondary findings were observed. The device's downloaded logs were reviewed by the manufacturer. There were 2 error codes found. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In box h: patient outcome code, evaluation method code, evaluation results code, component code and conclusion code grid has been updated. Recall (z) number was updated in this report.